Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to dislocation.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00588, and 1038671-2018-00590.

Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation. The reported malfunction "revision due to dislocation, the patient's cup was retroverted, resulting in the patient dislocating when turning his torso", was not confirmed during analysis design-related: the design of this acetabular cup has been in the field since 2000. The manufacturer is aware of 4 complaint reports involving revision due to dislocation and 4 complaint reports involving subsidence/migration of acetabular components since january 1, 2014. The sales data for all acetabular liners was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Due to the occurrence rate being "very low" this does not appear to be design-related. Mfg-related: the manufacturer has not received any other complaint reports involving parts from this manufacturing lot of 23 pieces. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. User-related: the incident report indicated the cup was retroverted. The cup could have been implanted in a retroverted orientation. Since it is unclear whether the cup was retroverted upon implantation or migrated over time into a retroverted orientation, the potential user-related issue cannot be verified. Patient-related: there were no patient issues reported that appear to have contributed to the reported event. The revision reported in this event was likely the result dislocation of the hip subsequent to the acetabular cup either being implanted in a retroverted orientation or migrating into a retroverted orientation over time. However, this cannot be confirmed as the devices were not available for evaluation. This device is used for treatment, not diagnosis.

Event description:
It was reported that a 77 years old male received a right total hip implant on (B)(6) 2015. The patient experienced dislocation and it was determined preoperatively the patient's cup was retroverted, resulting in the patient dislocating when turning his torso. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00588 and 1038671-2018-00590.

Manufacturer narrative:
After further review of additional information received the following sections a3, b4, b5, d4, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. This device is used for treatment, not diagnosis. Corrected data: describe event or problem. Catalog number.